Event description:
It was reported the channel cleaning brush had the brush stuck in the forceps channel within the bending rubber section of the endoscope. This malfunction occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.